Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on ac (alternating current) power. There was no patient involvement at the time of the reported incident. A service engineer inspected the device and replaced the power supply. The service engineer performed testing and calibrations. The ventilator operated within the manufacturing specifications.

Manufacturer narrative:
Evaluation codes result and conclusion. Device evaluation summary: one tamura ((B)(4)) power supply was returned to medtronic for further analysis. An external visual inspection of the returned power supply shows no anomalies. The power supply was attached to the failure investigation (f.I) test ventilator and the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.